Event description:
I used the new stelo cgm device. It was supposed to last for 10-14 days, but stopped working after 1 day. I have tried to contact the manufacturer multiple times, but they do not provide any contact information aside from an automated bot. I have tried to get support through the bot multiple times over the past couple weeks, but the company has been unresponsive. I also tried contacting dexcom's general support line for their other cgm devices and they told me they are unable to provide any support for stelo and did not have any suggestions for getting help. I have communicated with many other users of the product online and there are a large number of people reporting similar issues with the device and complete lack of support of communication from dexcom.